Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the implantable neurostimulator never working was clarified to mean that the patient felt like the implantable neurostimulator never worked because it did not resolve the patient¿s pain. The implantable neurostimulator was brought out of the overdischarge on the first attempt. Per the patient, the diagnostic imaging does not indicate that she has an increase in stenosis. The manufacturer representative noted that she spoke with the patient regarding the imaging that was performed. The patient reported that her spinal stenosis had not worsened. The spinal stenosis is pre-existing and has not worsened as a result of the patient having the device or therapy. Bringing the implantable neurostimulator out of overdischarge resolved all of the reported issues and no further actions were required. The cause of the antenna temperature screen was a result of the patient lying against a pillow while charging. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) never worked and the patient had never charged it. The battery was fully dead and had not been charged in at least 6 months. It was alleged that the battery was in overdischarge. An antenna locate (al) was performed and displayed 70-86-88. There was difficulty placing the antenna with medical adhesive and without the belt during the session with the manufacturer representative. The patient had been charging for about 30-40 minutes to reset it when they saw the antenna temperature screen on the implantable neurostimulator recharger (insr). The insr was blinking at 50% but the clinician programmer was not able to read the ins yet and indicated it was discharged. The manufacturer representative planned to continue charging the ins. It was reported that during the recharging session with the manufacturer representative to pull th battery out of overdischarge, the patient was uncomfortable and their neck was in pain. It was reported that the patient already had a full spine CT scan and MRI that showed a concerning compression. It was asked but unknown if this compression was related to the scs system. No further complications were reported.